Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured leaving the lesion insufficiently dilated. The device was completely removed from the patient and another 6.0 x 40 75cm mustang¿ balloon catheter was advanced and dilatation was performed at up to 24 atmospheres. Improvement of blood flow was observed and the procedure was successfully completed. No patient complications were reported and the patient's status was stable.